Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The caller was advised to continue using the pump and contact support if the issue reappeared.